Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the optic was torn. Additionally, a piece of the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the haptic got caught while advancing in the injector. The lens was not implanted but there was pt contact.